Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of the report with mfg report number: 8010042-2024-00167. Therefore, for evaluation results and additional manufacture¿s narrative, please refer to that report.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's reference #: (B)(4).